Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section d4, model #, of the initial medwatch report stated: prt-00900-001. Section d4, model #, of the initial medwatch report should have stated: vocsn-vc pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4). New information for supplemental medwatch report 001: h6: the device was evaluated by ventec where the reported issue of its o2 sensor "not working" could not be duplicated or confirmed. Ventec did observe that there was an instance of the device logging an alarm for very low fio2 (fraction of inspired oxygen) in the system logs, but that too could not be duplicated during testing. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device's "o2 sensor not working." No further details were provided. There were no reports of patient involvement associated with the reported event.